Manufacturer narrative:
The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl. The customer reported other blood glucose values such as 95 mg/dl, 107 mg/dl, 296 mg/dl. The customer was reported that they trying to take insulin but insulin pump was not delivering. The customer was reported that bolus was not delivered. The insulin pump will be returned for analysis.